Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed self test, sleep current measurement, active current measurement and displacement test. No battery or power anomalies noted during testing. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. The following were noted during visual inspection: cracked keypad overlay, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to press, insulin pump batteries had to change more frequently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.